Event description:
It was reported that there was "bleeding from the catheter near the exit site, therefore catheter was removed." A hole was noted in the catheter.

Manufacturer narrative:
Received one intact 28cm 12.5f silicone double lumen pre-curved catheter. There is a small tear in the lumen 2mm from the hub, and a small tear in the lumen 14.5cm proximal to the venous tip. An investigation has been initiated and the sample was forwarded to the manufacturer for evaluation. When the investigation is complete a final report will be submitted.